Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue. The customer did not have a backup in the hospital, so cases stopped. The integrated electro surgical unit (iesu) was swapped and tested. System was fully functional and ready to use. The complaint was confirmed based on the field evaluation. Isi has not received the iesu involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. If the unit is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the hospital nurse called in during system setup, no patient in operating theatre, to report that the erbe generator errored with c-33. Technical support engineer (tse) informed the nurse that the issue was an internal error of the generator, which was confirmed as nurse had power cycled the generator with issue persisting. Tse checked with the nurse if they had a spare vision side cart (vsc) though they had on a different hospital site and their external generator was not validated for use on the da vinci (dv) platform. Tse informed nurse that a field engineer (fse) will need to resolve the issue. Surgery was aborted as the generator did not work normally. There was no report of patient harm or involvement due to this event.